Event description:
It was reported that the patient expired. Review of remote transmission shows four ventricular fibrillation episodes within a short period of time. Atp and hv therapies were delivered and return to sinus was redetected. After two of the episodes, potential undersensing due to very small signals were seen. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).